Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured.

Manufacturer narrative:
(B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the hepatic artery. After 0.035 hydrophilic wire was advanced to the lesion, a 12.0-40, 80 wanda¿ balloon catheter was advanced to post-dilate an implanted wallstent. The balloon was inflated up to 6 atmospheres; however, upon reaching to 7 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure applied when liquid was observed escaping from a balloon pinhole leak approximately 4mm distal to the distal edge of the proximal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed and located in the severely tortuous and non-calcified mid of the bile duct.